Manufacturer narrative:
The customer reported that the system output was weak. The reported event occurred before surgery with no patient involvement. The procedure was completed by turning up the laser intensity. The company service representative examined the system and was able to replicate the reported event. The slit lamp fiber was only providing 60% of the output setting. The company service representative replaced the slit lamp fiber. The system was then tested and met all product specifications. The system was manufactured on october 29, 2010. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming slit lamp fiber. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).

Event description:
A doctor reported experiencing weak output power before a procedure. There was no patient involvement.